Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the PICC catheter was inserted in this patient at the end of last december. Evident liquid leakage was observed during the chemotherapy in early march. The catheter was removed and two evident leaking sites were noted near the insertion site. Extravasation of chemotherapy drugs occurred in this patient, causing obvious ulceration above the elbow and beneath the insertion site. The customer was unsatisfied with the difficult treatment and adverse impact. Additional information received on 4/18/2023: it was reported that the wound of the patient was gradually serious with a worsening trend, accompanied by an unknown fever, and he has been treated in hospital.

Event description:
It was reported that the PICC catheter was inserted in this patient at the end of last december. Evident liquid leakage was observed during the chemotherapy in early march. The catheter was removed and two evident leaking sites were noted near the insertion site. Extravasation of chemotherapy drugs occurred in this patient, causing obvious ulceration above the elbow and beneath the insertion site. The customer was unsatisfied with the difficult treatment and adverse impact. Additional information received (B)(6) 2023: it was reported that the wound of the patient was gradually serious with a worsening trend, accompanied by an unknown fever, and he has been treated in hospital.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following investigation elements were determined to be applicable and were completed as part of this investigation: ¿ complaint history review ¿ DHR records ¿ sample analysis ¿ review of risk documentation based on a review of this information, the following was concluded: the complaint of a leak was confirmed. The product returned for evaluation was one 4 fr single lumen groshong nxt clearvue catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated, and two splits were observed in the catheter tubing between the 38 and 39 cm depth markers. The catheter splits contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: ¿ damage which was circumferentially aligned ¿ fracture edges which were rounded and polished due to repeated material wear ¿ 'c' shaped impressions leading into the fracture sites which are consistent with material buckling due to movement which caused the fracture edges to be pressed together ¿ overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing) ¿ evidence of kinking of the catheter tubing at and around the splits an examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, access and maintenance techniques may have contributed. H3 other text : evaluation findings are in section h11.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported that the PICC catheter was inserted in this patient at the end of last december. Evident liquid leakage was observed during the chemotherapy in early march. The catheter was removed and two evident leaking sites were noted near the insertion site. Extravasation of chemotherapy drugs occurred in this patient, causing obvious ulceration above the elbow and beneath the insertion site. The customer was unsatisfied with the difficult treatment and adverse impact.